Event description:
In 2008, the pt was implanted with a gore tag thoracic endoprosthesis to treat a type b acute aortic dissection and intramural hematoma. Analysis of the follow up CT's showed the middle of the device compressing due to the small diameter (21mm x 9mm) of the true lumen. The proximal and distal ends of the tag device were fully opened with adequate blood flow. The patient is reported to be stable at this time.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Outside of the instructions for use, user interface contributed to the event.